Event description:
Customer reports discrepant results with meter compared to lab. Pt #2. Date : (B)(6) 2010, inratio: 2.3, lab: 3.4, lab retest: 3.2. Lab draws done immediately after meter result.

Manufacturer narrative:
Investigation pending.